Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio did observe that the battery contact blades were worn.  As a precaution, physio then replaced the battery contact assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, was completing a performance inspection procedure (pip) on their device when it was observed that the it powered off unexpectedly. The biomedical engineer advised that when one battery was removed, the device did not switch over to the second battery and, instead, power off. There was no patient use associated with the reported event.